Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislocation could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference: 2017865-2016-07601. Fluoroscopic examination revealed the atrial lead was dislocated. During replacement of the atrial lead, it was noted that the left ventricle (lv) lead was also dislocated. The lv lead was left implanted. The atrial lead was extracted and replaced and the device was set to rv pacing only. The patient is in stable condition.